Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. On (B)(6) 2006 the patient underwent release of anterior repaired mesh, cystoscopy and urethral dilation due to urinary retention. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to cystocele. It was also reported that following insertion the patient experienced pain, urinary problems, recurrence, and dyspareunia. It was further reported that patient underwent mesh revision on (B)(6) 2006 due to urinary stress incontinence. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a release of anterior repaired mesh with cystoscopy and urethral dilation on (B)(6) 2006 at (B)(6) medical center with dr. (B)(6). It was reported that the patient underwent urethrolysis on (B)(6) 2006 at baptist medical center with dr. (B)(6). It was reported that the patient underwent transobturator sling urethropexy, obtryx system by boston scientific on (B)(6) 2006 at baptist medical center with dr. (B)(6).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and boston scientific obtryx was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.